Manufacturer narrative:
Upon further review, this event was confirmed to be caused by products other than zimmer biomet products.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Previous submission stating not related to zimmer biomet products was sent in error. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that two patients experienced painful catching over capsule on pre-existing osteophyte, following biologic augmented microdrilling surgery for symptomatic cartilage defects of the knee. They were treated with arthroscopic osteophyte excision after three weekly injections of hyaluronic acid (ha). No further information was provided.

Manufacturer narrative:
(B)(4). Initial reporter: joseph e. Broyles, m. Adaire o¿brien, stephanie t. Broyles and m. Patrick stagg ¿biologic augmented microdrilling surgery for multiple and large full-thickness cartilage lesions in the knee: early clinical and radiological results¿ surgical science, 2017, 8, 102-117 http://www.scirp.org/journal/ss. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that two patients experienced painful catching over capsule on pre-existing osteophyte. No additional patient consequences were reported.